Event description:
Customer reported, the pt pulled the tube out on 1/30/98. Approximately six inches of the tube and weight remained in the pt. The tube appeared ballooned at break site. The tube was inserted on 1/28/98. An egd was performed to remove the piece. The pt tolerated the procedure without any problems.

Manufacturer narrative:
Photos of the tube were returned and co's evaluation determined that the tube ruptured from excessive pressure being applied. For example, using a syringe smaller than 35cc to blow out blockage, which is the most common reason for these types of failures. The reporting hospital conducted an evaluation and came to the same conclusion. A review of the lot hisroty found no complaint related defects. No other complaints have been recived against this lot. Finally, co's label instructions caution against this. This is an instance of user error.